Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room (ER) with a blood glucose of 350mg/dl. The customer attempted to treat with a correction bolus via the pump and a manual dose injection, however, was treated intravenously with fluids of saline and insulin in the ER. The customer was released from the hospital on (B)(6) 2024 with issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.